Event description:
A lens was returned to b&l with a note indicating that the physician was unable to properly position the crystalens intraoperatively when delivering the lens with the crystalsert lens injector. No lens damage reported. Intervention was performed in order to enlarge the original incision and remove and replace the lens. Another crystalens was implanted successfully. Reference MDR #2031924-2009-00239.

Manufacturer narrative:
Root cause: according to the physician, the root cause of the reported event of "unable to positon the iol" is related to use of the lens injector, where the tip of the injector was not far enough into the wound.